Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream occlusion seal, which was confirmed to be damaged. Additionally, the upstream occlusion seal was observed to be delaminated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The upstream and downstream occlusion seals were replaced, and the device passed all testing.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an unattached and bubbled downstream occlusion (dso) seal. Status of the product at the time of event was during testing. There was no patient involvement.